Manufacturer narrative:
The customer stated that the lines for bulk solutions 3 and 4 were decontaminated the night before. Customer support suggested troubleshooting steps to the customer to include replacing the probes, running a boom calibration and decontaminating the lines for bulk solution 1. On a follow-up contact with the customer, none of the suggested troubleshooting had been performed. The customer indicated that the instrument is still generating inconsistent results. Further troubleshooting found that the customer has numerous observed maintenance issues. There is a leak on the sample probe between the metal and plastic connection. There is a large amount of crystallization on the wash stations. There are numerous error messages in the message log, since the 1st of october indicating level sense errors: error code 3054 - air during aspiration, reagent well 3, sampling probe; error code 3062 - air during aspiration, reagent well 3, processing probe; error code 3067 - liquid not found, reagent bottle 4, sampling center; error code 3076 - air during aspiration, reagent bottle 1, sampling probe: error code 3078 - air during aspiration, reagent bottle 3, sampling probe; error code 3067 - liquid too low, sample cup, sampling center; error code 3089 - air during aspiration, sample cup, sampling probe. Customer support instructed the customer to change the probes, perform a probe calibration, verify that there are no leaks, and decontaminate bulk solution 1 lines. Inadequate routine maintenance procedures are the most likely cause for the inconsistent results. The actual cause for these results could not be exactly determined with the information provided in the customer complaint, although the replacement of te sample and processing probes appears to have resolved the issue. The issue is addressed in the following labeling: the axsym system operations manual (lis#09a26-06, 69-2949/r5 -march 1999) section 10: troubleshooting and diagnostics, observed problems - results erratic, discrepant, and/or experiencing imprecision, lists multiple probable causes and corrective actions for an inconsistent result. The probable causes listed include bubbles, splashing, or foaming from the sample or reagent, bubbles in the fluidic system, probe positioning, probe crash, a dirty probe, sample integrity, malfunction of the sampling and processing syringe, valve, probe, and probe link tubing assemblies, bulk solutions 1 and 3 dispensing improperly, meia optics performance, and tubing contamination. Corrective actions are listed in the operations manual, which also refers the operator to the assay-specific package insert for processing samples. Section 9, service and maintenance, daily, weekly, monthly and additional maintenance provides adequate instructions for the operator to verify instrument performance including probe cleaning, checking for probe performance, and the decontamination of bulk solution tubings. The investigation demonstrated that the axsym analyzer is performing within its intended use, label claims and specifications; no deficiency related to the performance of the device was identified.

Event description:
The customer states that one patient sample generated an initial axsym cmv igg assay result of negative (less than 15 au/ml). The sample was retested with a result of 400 au/ml (positive). There is no impact to patient management reported.